Event description:
Further information was received that additional out of range, shock lead impedance measurements were detected. The health care professional (hcp) reported they are aware of the issue and are monitoring. At this time, the system remains in service and there have been no adverse patient effects reported.

Event description:
Boston scientific received information that this patient's home monitoring system detected a high, out-of-range (oor), shock lead impedance for this right ventricular (rv) lead and cardiac resynchronization therapy defibrillator (crt-d) system. No adverse patient effects were reported. The field representative (rep) contacted the clinic and was told that patient had been seen in the clinic, but no further information was provided to the rep. At this time, evidence suggests that the system remains in service.

Manufacturer narrative:
As no further information concerning this report is currently available, our investigation is complete. This investigation will be updated should further information be provided.